Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported there was high impedance on contact 10. There was no known environmental/patient factors related to this event. No troubleshooting/diagnostics were done. No actions/interventions were taken. Programming was done around this contact. The impedances were unable to read impedances pre-op because the ins was at eos (end of service). When the high impedance was discovered at the check during the case, the physician was aware. The programming wasn't on this contact, so they proceeded with the case. No further actions will be taken. The issue was resolved at the time of the report. No further complications were reported as a result of this event. Impedance readings listed below: monopolar: 11: 757 10: high 9: 824 8: 984 bipolar: 11, 8: 1,411 11, 9: 1,342 11,10: high 8, 10: high 9, 10: high 8,9: 1,146.